Manufacturer narrative:
Numed has not yet received the catheter or a completed incident report on this. When it is received add'l info will be sent. At this time, there is very minimal info available.

Event description:
Balloon detachment: the intervention was a balloon atrioseptostomy on the first day of life. The defect was not exactly in the fossa ovalis, but was localized in the cranial muscular atrial septum. Before a balloon valvuloplasty of the aortic valve was performed. After uncomplicated probing the balloon could not be pushed through the very restrictive atrial septum with different filling volumes. At the fifth try the catheter tore and the balloon stayed inflated. It got caught in the mitral valve and was retrieved in an emergency surgery.